Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involved a primary plum set, 2 clave multiport connector. It was stated that while a mixture of doxorubicin, vincristine and etoposide was being administered to the patient, a leakage was observed between the clave connector and the spiros. The administration was stopped, and the medication was discarded. The set was taken down to the pharmacy so that it could be disconnected inside the biological safety cabinet. Although the event occurred during infusion, there was no harm.